Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files and smart chip verification showed that at least 5 applications were performed with the balloon catheter without any issues. Failure file analysis confirmed multiple system notices occurred indicating that the safety system detected fluid in the catheter and stopped the injection (#(B)(4)) on the date of event. Visual inspection of the catheter showed traces of blood inside the inner balloon. Also, the system notice (#(B)(4)) occurred when the catheter was connected to the console. A performance test was not possible due to a persistent system notice # (B)(4). A dissection/ pressure test showed a guide wire lumen breach 0.98 inches proximal from the tip. In conclusion, the reported system notice indicating that, the safety system has detected fluid in the catheter and stopped the injection (#(B)(4)) was confirmed through data analysis and testing. The catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The catheter was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
Product event summary: also, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.